Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted (kinked/bent).

Event description:
It was reported during the implant procedure that the lead was kinked in the sheath, and difficult to extend and retract the helix. The lead was not implanted and there was no patient complication as a result of this issue.